Event description:
It was reported that the patient experienced a seizure. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the patient had a seizure while on clamp. The physician did not believe the seizure was due to intolerance but rather considered it part of the reperfusion spectrum. The patient made a full recovery, and no intervention was required as the event was self-limiting.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced a seizure. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the patient had a seizure while on clamp. The physician did not believe the seizure was due to intolerance but rather considered it part of the reperfusion spectrum. The patient made a full recovery, and no intervention was required as the event was self-limiting.